Event description:
It was reported that the stimulator and lead were explanted. The patient's urinary and fecal incontinence reoccurred after 100 percent improvement. The wound over the ins was not closed. Impedance was verified as normal and electrode mapping allowed patient to have no stimulation sensation. With the wound not closing the device was removed. There was concern why there was normal impedance and unable to get any clinical response. The patient outcome was recovered without sequelae.

Manufacturer narrative:
Product ID (B)(4), lot# v714946, serial#, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product typ, lead, product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ. Programmer, patient. (B)(4). Final analysis of neurostimulator model 3058, serial # (B)(4), showed no anomaly found. Final analysis of lead model # 3889-28, lot # v714946, showed lead body outer insulation melted (suspected cautery artifact).